Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The patient had open heart surgery and reported wearing the vest irritated the incision, causing it "to look open again." There is no alleged device malfunction associated with the skin irritation. The patient's medical outcome is unknown. The patient continues to wear the lifevest.